Event description:
It was reported that the lead exhibited intermittent loss of capture and unacceptable thresholds. The lead remained implanted.

Event description:
New information received on (B)(4) 2014 notes that the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.